Manufacturer narrative:
Investigation: bd was able to verify the reported issue of leakage with the obtained sample. The root cause was determined to be associated to a bad tubing assembly by station 5 of equipment vh59. The engineering team found a warn pin that could have caused the failure mode. This pin is in charge of assembling the gray tubing into the valve housing. A corrective action project, CAPA#629955, has been initiated to investigate the issue. DHR could not be performed as the lot# was unknown.

Event description:
It was reported that leakage occurred due to loose cap with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from french to english: leakage at the cap injection site. Problem of looseness with the cap, therefore it is not hermetic. Update (B)(6) 2019: no consequence on the healthcare workers or the patient. The device is not contaminated. No batch number noted. Possible batch numbers: 8281712 50 units received on (B)(6) 2019. 8254691 50 units received on (B)(6) 2019. 8180507 100 units received on (B)(6) 2018.

Manufacturer narrative:
Date of event: unknown. Possible lot numbers: there were multiple lot numbers that reported incident could be involved. The information for each lot number is as follows: medical device lot #: 8281712; medical device expiration date: 2021-09-30; device manufacture date: 2018-10-01; medical device lot #: 8254691; medical device expiration date: 2021-08-31; device manufacture date: 2018-09-01; medical device lot #: 8180507; medical device expiration date: 2021-05-31; device manufacture date: 201-06-01. " (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred due to loose cap with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage at the cap injection site. Problem of looseness with the cap, therefore it is not hermetic. Update april 4, 2019: no consequence on the healthcare workers or the patient. The device is not contaminated. No batch number noted. Possible batch numbers: 8281712; (B)(4); received on february 20 /2019; 8254691; (B)(4); received on january 29/2019; 8180507; (B)(4); received on october 31/2018.